Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total abdominal hysterectomy on an unknown date and an absorbable adhesion barrier was used. The patient experienced oozing from the incision line, a pelvic abscess and fever following insertion. The patient required readmission to the hospital. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that the procedure was performed on (B)(6) 2014. The patient was readmitted on 09/25/2014 with complaints of fever, discharge from incision and pain. She was cultured and had staphylococcus and corynebacterium. Antibiotics were given. The patient had a cat scan that showed pelvic collections suggestive of an abscess. The patient was discharged 5 days later on antibiotics and she is fine now.